Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported halos and difficulty driving at night following intraocular lens (iol) implant surgery. She also reported headaches and difficulty reading. There are two medical device reports associated with this patient. This report is for the left eye. Additional information was requested.